Event description:
A hospital in (B)(6) reported via our distributor that the pressure and oxygen cap is "popping off" the rt040 full face mask during use.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned to the manufacturer. Attempt to obtain further information has been unsuccessful. Our analysis is accordingly based on our knowledge of the product and event description. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. No lot check could be performed as no lot number was provided. Conclusion: we are unable to determine what caused the problem observed by the customer without the device. However it is possible for patients to pull the caps off, and if pulled off completely the caps may get lost. Our product development team has been informed about this complaint and will bear this in mind for the design of any future masks.